Manufacturer narrative:
E1.: complete facility name: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had poor quality image and the image did not display. The issue occurred, at the beginning of an unspecified therapeutic procedure, that was able to be completed. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Updated fields: d8, h2, h3, h6, h11. In addition, the following malfunction was identified in the device evaluation: universal cable failure, a root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.